Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated for report submission date and to report device evaluation results. Updated for follow-up report submitter, for awareness date and for report type and follow-up number. Updated for follow-up type, for device evaluation status and information for section patient identifier, weight were not available. When information becomes available, a supplemental report will be filed. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation (B)(4).

Event description:
Per complaint (B)(4), during laboratory procedure, patient experienced loss or failure of implant to integrate.